Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by customer that the leaking occurs at the connection site between the texium secondary infusion set and the uppermost alaris primary infusion set y-site. The leak consists of a small amount of droplets forming during the infusion. It has occurred from the point of 30 minutes into the infusion to 45-95 minutes of an infusion. There is no commonality of base or drug solutions causing the leak. It has occurred a total of 5 times in the last 6 business days. Our facility uses alaris pumps which are currently maintained.

Manufacturer narrative:
The customer reported the primary and secondary tubings are leaking at the texium-ysite connection, and returned 4 samples of primary tubing 2426-0500, lots 24083012, 24073140, 24083015, and 24073135. Upon initial visual examination, the sets had no defects or abnormalities. The sets were tested along with the 3 samples of secondary tubing material 10013364t. No issues were observed during a gravity fed water infusion. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed on all 6 lot numbers returned. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #:2426-0500 batch#:1024083015, 1024083012, 1024073140, 1024073135, 1024063259, 1024093001 it was reported by customer that the leaking occurs at the connection site between the texium secondary infusion set and the uppermost alaris primary infusion set y-site. The leak consists of a small amount of droplets forming during the infusion. It has occurred from the point of 30 minutes into the infusion to 45-95 minutes of an infusion. There is no commonality of base or drug solutions causing the leak. It has occurred a total of 5 times in the last 6 business days. Our facility uses alaris pumps which are currently maintained. Verbatim: rcc received a complaint via email. I have included a list of suspected lot numbers associated with the problem. The leaking occurs at the connection site between the texium secondary infusion set and the uppermost alaris primary infusion set y-site. The leak consists of a small amount of droplets forming during the infusion. It has occurred from the point of 30 minutes into the infusion to 45-95 minutes of an infusion. There is no commonality of base or drug solutions causing the leak. It has occurred a total of 5 times in the last 6 business days. Our facility uses alaris pumps which are currently maintained. Affected products * bd alaris pump infusion set * item number * 2426-0500 * suspected lots * 1024083015 * 1024083012 * 1024073140 * 1024073135 * 1024063259 additional information: including chs supply chain manager (B)(4). (B)(4), below is the complete list of affected reference numbers and lots. The items in red text were involved in a spill today, 10/31/2024 * bd secondary infusion set * item number * 10013364t * suspected lots * (10)24079174 * (10)24089058 * (10)24059150 * bd alaris pump infusion set * item number * 2426-0500 * suspected lots * 1024083015 * 1024083012 * 1024073140 * 1024073135 * 1024063259 * 1024093001 * item number * 10013361t * suspected lots * 1024075224 additonal information: patient 1: 2 occurences 7 days apart: date of events: 9/25/2024, 10/2/2024 patient 2: date of event: 10/8/2024 patient 3: date of event: 10/11/2024 patient 4: date of event: 10/14/2024